Manufacturer narrative:
(B)(4). Review of the lead impedance and ecog data was performed and the data is consistent with a lead break. Unable to determine root cause. The explanted product was not returned to neuropace.

Event description:
After a review of the recorded ecog data and impedance measurements, the treating clinician notified neuropace of a potential left depth lead break. Several of the contacts were noted as having higher than normal impedance measurements . No information regarding seizure-related trauma or other factors contributing to or resulting in the lead break were provided by the treating center. The patient elected to have the lead explanted and replaced with a new depth lead. The lead was replaced without complication.